Event description:
It was reported that the physician was not able to obtain acceptable threshold levels with the lead. A different lead was used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.